Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery, system and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2003 aneurysm size, artery calcification and artery tortuosity at the time of implant are unk. The pt stated that the physician left a sponge inside pt's groin for 2 months, which caused an infection, pain and weakness. The pt also stated that the aneurysm has been leaking and remains at 4cm with no reduction in size. It was reported that the pt has a type ii lumbar endoleak, and that the aneurysm is stable or may have even decreased in size. The physician has decided not to intervene at this time. No clinical sequelae were reported.